Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the impedance issue was determined to be low impedances on the patient's lead. Surgical intervention was undertaken on (B)(6) 2023 in which the lead was removed from the ipg header, cleaned, and reinserted into the ipg to address the issue.

Event description:
It was reported the patient is unable to enter MRI mode due to an impedance issue with the lead. Surgical intervention may be pending to address the issue.